Manufacturer narrative:
Product ID: 3487-56, serial# (B)(4), implanted: (B)(6) 2012, product type: lead product ID: 3487-56, serial# (B)(4), implanted: (B)(6) 2012, product type: lead, product ID: 3487-56, serial# (B)(4), implanted: (B)(6) 2012, product type: lead product ID: 3487-56, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Event description:
It was reported the patient found the implantable neurostimulator (ins) turned off automatically more than six months ago. The ins turning off occurred once a week to 2-3 times per week before they went to (B)(6) two weeks ago for a regular checkup. Since then, the ins turned off more frequently on a daily basis. The patient stated they could not override and use another group for too long. During the patient¿s first programming session with a manufacturing representative, the patient indicated the incident usually happened around 5 pm. The manufacturing representative could not see this when the ins was interrogated. Group c was added to the patient¿s scheduled therapy during the day. The patient met with the manufacturing representative again on (B)(6) 2015 and there was no difference. Group c was removed from the scheduled therapy and the patient¿s original scheduled therapy was used. The manufacturing representative did not notice the ins being turned off when the ins was interrogated. The manufacturing representative did notice the ins had been off 1-2 hours every day and the patient claimed they had not turned the ins off. The manufacturing representative deleted all of the patient¿s programs and reprogrammed a, c, and d. The patient met with the manufacturing representative again on (B)(6) 2015 and they noticed the ins had turned off at 15:20 hours for the last four days. After discussing this with the patient¿s healthcare professional (hcp), it was decided to temporarily turn off the schedule therapy for the following two days. The problem was solved after turning off the schedule therapy and the ins had not turned off automatically. The patient wanted to use schedule therapy since they needed the ins to be off at night. When the ins was off, the patient had more headaches. There was no electromagnetic interference and no power on resets was displayed. Follow up with the manufacturing representative indicated the issue was solved after readjusting the ins time. The cause of the issue was likely due to the clock calibration effect. No further troubleshooting was done and the patient was fine, but would still require some normal programming follow up appointments.